Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the sealant of a mynxgrip vascular closure device (vcd) did not deploy during a procedure. Multiple attempts were made without success to obtain additional information. The non-sterile 6f/7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was observed in its manufactured position as received. The device was not prepped with saline and the balloon had no evidence of exposure to blood which likely indicates device was never used on a patient. This differs from the narrative description. A device history record (DHR) review of lot f1735501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device. The cause of the issue reported could not be determined since the condition of the returned device does not match the description of the incident and no evidence of anomalies was found. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported since the device showed no evidence of deployment attempt or exposure to blood. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1735501, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the sealant of a mynxgrip vascular closure device (vcd) did not deploy during a procedure.